Event description:
It was reported that: "pink hub is leaking. The PICC had been inserted (B)(6) 2023. However during infusion it started leaking. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."

Manufacturer narrative:
Qn# (B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
(B)(4). The customer returned 2-l PICC catheter for analysis. Definite signs of use were observed on the catheter body and extension lines. Visual analysis of the catheter revealed a hole in the distal extension line adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The outer diameter (od) of the distal lumen measured to be 0.0935" which is within specifications of product drawing. The inner diameter (ID) of the distal lumen measured to be 0.057", which is within specifications of drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed with lab inventory ars and leaking observed at the location of the hole in the distal luer hub. A manual tug test confirmed that the proximal and distal extension lines were secure to their respective luer hubs. A device history record review was performed, and a finding was identified. Without the sample returned for analysis, it cannot be confirmed if the finding is relevant to the reported event. The distal extension line product drawing was reviewed as part of this complaint investigation. The instructions for use provided with this kit was reviewed as part of this complaint investigation. The complaint of an extension line leak was confirmed through analysis of the returned sample. Visual and functional inspections revealed hole on the distal extension line adjacent to the luer hub. Based on the appearance of the damage, the probable root cause is manufacturing related. Non-conformance was created to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "pink hub is leaking. The PICC had been inserted (B)(6) 2023. Howeverduring infusion it started leaking. The reported defect was detected during use on patient.the patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."